Event description:
It was reported to Boston Scientific via an article published in the World Journal of Urology that a retrospective multicenter case series study was conducted to describe life-threatening (Clavien-Dindo greater than or equal to 4) complications following Rezum Water Vapor Thermal Therapy (WVTT) for the treatment of benign prostatic hyperplasia (BPH). A total of 10 patients were identified from high-volume international centers and reported during a meeting in June 2025, with procedures performed prior to that period. Case 9 was a 78-year-old man with mild arterial hypertension, coronary cardiomyopathy, and atrial fibrillation treated with beta-blockers, sartans, and anticoagulant therapy for deobstructive surgery. This patient was an ASA III with a Charlson Comorbidity Index of 11. He had a previous episode of acute urinary retention secondary to bladder outlet obstruction/BPH followed by medical therapy and trial without catheter. Following Rezum procedure, a Foley catheter was placed and the patient was discharged on the same day. At day 7 post-procedure, the patient developed hyperthermia with significant leukocytosis. Broad spectrum antibiotic therapy was initiated, with the subsequent addition of an antifungal agent. Despite treatment, the patient developed severe sepsis with progressive anemia requiring blood transfusions, along with anuria and stupor. The patient died 15 days after the procedure, with blood cultures positive for Pseudomonas aeruginosa.

Manufacturer narrative:
Cindolo, L., Minore, A., Schwartzmann, I., Alejo, A. F., Imperatore, V., Lossa, V., Ebbing, J., Destefanis, P., Hindley, R., Emara, A., Pastore, A., Sequi, M. B., Balsamo, R., Knazik, R., Coscarella, M., De Nunzio, C., Secco, S. (2026). Water vapor thermotherapy and high-grade Clavien-Dindo complications: retrospective analysis of 10 cases. World Journal of Urology, 44(392). https://doi.org/10.1007/s00345-026-06495-x.Detailed product information was not provided to BSC. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no reported device performance allegation. A Labeling Review was completed, and there were no indications that the device was not used in accordance with the instructions for use. A Risk Review was completed and confirmed that the events of Anemia, Confusion/Disorientation, Fever, Sepsis, and High White Blood Cell Count are listed in the risk documentation as a harm not directly related to the device with potential latent event onset. The patient's condition, disease, or anatomy is demonstrably responsible for the adverse events experienced. The use of the device has neither caused nor otherwise influenced the adverse events. The patient had a high comorbidity burden which may have predisposed the patient to a higher likelihood of colonization with resistant organisms and progression to sepsis. The high surgical risk associated with these comorbidities may be considered possibly related to the patient's death. Based on the analysis findings, an investigation conclusion code of Adverse Event Related to Patient Condition was assigned to this investigation.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC VIA AN ARTICLE PUBLISHED IN THE WORLD JOURNAL OF UROLOGY THAT A RETROSPECTIVE MULTICENTER CASE SERIES STUDY WAS CONDUCTED TO DESCRIBE LIFE-THREATENING (CLAVIEN-DINDO GREATER THAN OR EQUAL TO 4) COMPLICATIONS FOLLOWING REZUM WATER VAPOR THERMAL THERAPY (WVTT) FOR THE TREATMENT OF BENIGN PROSTATIC HYPERPLASIA (BPH). A TOTAL OF 10 PATIENTS WERE IDENTIFIED FROM HIGH-VOLUME INTERNATIONAL CENTERS AND REPORTED DURING A MEETING IN JUNE 2025, WITH PROCEDURES PERFORMED PRIOR TO THAT PERIOD. CASE 9 WAS A 78-YEAR-OLD MAN WITH MILD ARTERIAL HYPERTENSION, CORONARY CARDIOMYOPATHY, AND ATRIAL FIBRILLATION TREATED WITH BETA-BLOCKERS, SARTANS, AND ANTICOAGULANT THERAPY FOR DEOBSTRUCTIVE SURGERY. THIS PATIENT WAS AN ASA III WITH A CHARLSON COMORBIDITY INDEX OF 11. HE HAD A PREVIOUS EPISODE OF ACUTE URINARY RETENTION SECONDARY TO BLADDER OUTLET OBSTRUCTION/BPH FOLLOWED BY MEDICAL THERAPY AND TRIAL WITHOUT CATHETER. FOLLOWING REZUM PROCEDURE, A FOLEY CATHETER WAS PLACED AND THE PATIENT WAS DISCHARGED ON THE SAME DAY. AT DAY 7 POST-PROCEDURE, THE PATIENT DEVELOPED HYPERTHERMIA WITH SIGNIFICANT LEUKOCYTOSIS. BROAD SPECTRUM ANTIBIOTIC THERAPY WAS INITIATED, WITH THE SUBSEQUENT ADDITION OF AN ANTIFUNGAL AGENT. DESPITE TREATMENT, THE PATIENT DEVELOPED SEVERE SEPSIS WITH PROGRESSIVE ANEMIA REQUIRING BLOOD TRANSFUSIONS, ALONG WITH ANURIA AND STUPOR. THE PATIENT DIED 15 DAYS AFTER THE PROCEDURE, WITH BLOOD CULTURES POSITIVE FOR PSEUDOMONAS AERUGINOSA.

Manufacturer narrative:
CINDOLO, L., MINORE, A., SCHWARTZMANN, I., ALEJO, A. F., IMPERATORE, V., LOSSA, V., EBBING, J., DESTEFANIS, P., HINDLEY, R., EMARA, A., PASTORE, A., SEQUI, M. B., BALSAMO, R., KNAZIK, R., COSCARELLA, M., DE NUNZIO, C., SECCO, S. (2026). WATER VAPOR THERMOTHERAPY AND HIGH-GRADE CLAVIEN-DINDO COMPLICATIONS: RETROSPECTIVE ANALYSIS OF 10 CASES. WORLD JOURNAL OF UROLOGY, 44(392). HTTPS://DOI.ORG/10.1007/S00345-026-06495-X. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.